Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a complete lead with an extraction tool was returned in two pieces for analysis. Visual inspection of the lead found an external insulation abrasion breaching the optim sheath located near the cut end of the connector portion. No damage noted the silicone insulation beneath the optim sheath. The cause of the external insulation abrasion is consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.